Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was prematurely power switching from one battery when connected to either power port. The battery remains in use and all power sources were serviced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was not returned for evaluation. Log file analysis revealed that the controller ((B)(4)) in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files did not reveal any premature power switches involving (B)(4) within the analyzed period through (B)(6) 2018. As a result, the reported event was not confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the battery remained in use. If information is provided in the future, a supplemental report will be issued.